Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2015, the lay user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to confirm when the alleged meter inaccuracy began. The reporter claimed blood glucose readings of ¿383 and 38 mg/dl¿ were obtained with the subject meter, performed more than 20 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The reporter stated the patient manages his diabetes with insulin (unknown type; no adjustments). It is not known what action, if any, the patient took in regards to his usual diabetes management regimen due to the alleged inaccurate readings; however, the reporter claimed the patient developed symptoms of being ¿sweaty and incoherent¿ a few hours after the alleged issue began. The reporter claimed the patient took action of consuming more food and drink in response to the symptoms. No additional treatment was specified. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.